Event description:
Information received from the field notes that the patient presented in a nursing home with the device covered with an adhesive dressing. Removal of the dressing revealed erosion. Attempts to interrogate the device with two different programmers were unsuccessful. Due to the patient's deteriorating medical status, the physician and the patient's family elected to leave the device as is.